Manufacturer narrative:
Product evaluation: the attachment 1845020 indigo otol angled was received for evaluation. Pre-repair temperature testing was performed on the device. After running the device for 1 minute at 60 rpm¿s the temperatures were as follows: angle ¿ 80f, base ¿ 80f, distal bearing ¿ 85f, and the ambient room temperature was 74 f. Inspection of the device found that the bearings are running too noisy, all parts are polluted with foreign debris and the bearings are worn. The indigo angled attachment has been completely disassembled, inspected and thoroughly cleaned. The laser engravings have been redone, bearings and o-rings have been replaced, some additional parts have been replaced and the angled attachment has been successfully tested according to specifications.

Manufacturer narrative:
Concomitant device: - 1845000: drill 1845000, indigo high speed otologic, s/n (B)(4), UDI # (B)(4). Product evaluation: analysis results not available; evaluation in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attachment was found to be overheating prior to a procedure, during testing. There was no patient impact; a backup attachment was used for the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.